Manufacturer narrative:
Correction: missing analysis results. Analysis of the lead determined that there were reliability non-conformances. The lead body conductors were broken at or near the tines. All conductors were broken 5 centimeters from the distal end, and all circuits were open. Analysis of the implantable neurostimulator (ins) determined that there were no significant anomalies and the device was functionally okay. The connector module and can were scratched, but output test determined good stable output.

Event description:
It was reported that an explant was planned for the lead which had high impedances; all electrodes were greater than 4,000 ohms. The patient was alive with no injury. Symptoms related to the event were unknown. Follow-up is being conducted to determine symptoms, potential causes/factors, diagnostics, and patient outcome.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v436019, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacture representative reported that the patient experienced lack of therapy which was related to the reported high impedances. The replacement was confirmed to be due to the high impedances. After the replacement, the device issue was resolved.

Manufacturer narrative:
Fdc updated as information from investigation indicated no root cause has been identified.